Event description:
It was reported that patient received an end of life message. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg was not released by facility.